Event description:
During a follow-up interrogation, it was reported that no stored episodes were available during the session or in the saved file despite the programmer indicating many svt detections and mode switch episodes. The device remains implanted. A preliminary analysis was received from the manufacturer stating the programmer files that were received concludes to a combination of communication errors and user action.

Manufacturer narrative:
(B)(4), 2012;a final analysis is pending. Device remains implanted.